Event description:
It was reported from the sls study that the patient complained of left ventricular (lv) lead stimulation. The device was reprogrammed to decrease lv output and the lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.